Event description:
It was reported that on 11/01/2011, the patient underwent a stenting procedure with placement of a 2.75 x 18 mm xience v stent in the proximal circumflex artery and a 3.5 x 28 mm xience v stent in the left main coronary artery. On (B)(6) 2012, approximately 5 months post stenting procedure, the patient died. Cause of death is unknown and autopsy was not performed. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Add'l device: stent: xience v 3.5 x 28, other: aspirin, clopidogrel. There were no reported product deficiencies. The reported patient effect of death is listed in the xience v everolimus eluting coronary stent system instructions for use as a known adverse event. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.